Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a study article that 20 osteoporotic vertebral fracture (ovf) cases were treated with balloon kyphoplasty (bkp) and followed a minimum of six months. The ovf with injured posterior wall was first treated by correcting the vertebra and the invaginated bone segment with a body cast. Next, 4-week bed rest was ordered for all patients in the study. Upon systematic check-up, bkp was performed. Postoperatively, hard corset was used until injured posterior wall union was achieved. It was reported that "cement leakage" occurred in seven (7) cases. No further information was provided. The type of cement used in this study was not specified in the literature.